Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect avea ventilator for investigation. The failure analysis (fa) lab duplicated the reported customer event on startup of the device. The fa lab performed a visual/electrical inspection of the device components, which found a burnt circuit within the backlight inverter assembly. Power cycle runtime routines and power testing, also found a blown fuse associated with the voltage output to the backlight inverter assembly. At this time, carefusion has determined the root cause is associated with the backlight inverter assembly due to material fatigue. This issue will be internally investigated within carefusion.

Event description:
The customer reported during patient use the screen flickered on this avea ventilator. The patient was placed on alternate ventilator and the customer reported that there was no patient harm or injury.